Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and musculoskeletal pain ("joint muscle pain"). The patient was treated with surgery (removal of essure). At the time of the report, the back pain, arthralgia and musculoskeletal pain outcome was unknown. The reporter considered arthralgia, back pain and musculoskeletal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain") and musculoskeletal pain ("joint muscle pain"). The patient was treated with surgery (removal of essure). At the time of the report, the back pain, arthralgia and musculoskeletal pain outcome was unknown. The reporter considered arthralgia, back pain and musculoskeletal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), musculoskeletal pain ("joint muscle pain"), contusion ("bruise"), gait disturbance ("barely weak") and arthritis ("arthritis"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, arthralgia, musculoskeletal pain, contusion, gait disturbance and arthritis outcome was unknown. The reporter considered arthralgia, arthritis, back pain, contusion, gait disturbance and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: bruise and arthritis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: information received via social media. Event "arthritis" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("hip pain"), musculoskeletal pain ("joint muscle pain"), contusion ("bruise") and gait disturbance ("barely weak"). The patient was treated with surgery (removal of essure). Essure was removed. At the time of the report, the back pain, arthralgia, musculoskeletal pain, contusion and gait disturbance outcome was unknown. The reporter considered arthralgia, back pain, contusion, gait disturbance and musculoskeletal pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: bruise. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event bruise and walking difficulty added. On (B)(6) 2020: with fu 4. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.